Manufacturer narrative:
(B)(4). Date sent: 5/9/2023. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 26587, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. Additional information received: awareness date: 07 mar 2022: 01 mar 2022.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. Additional information received: awareness date: 01 mar 2022 / 07 mar 2022.

Manufacturer narrative:
(B)(4). Additional information received: awareness date: 07 mar 2022 => 21 mar 2023.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6); (B)(6) medical center.; sex: female; age (at time of consent): 66 years; alert date: 28- mar- 2023; country of event: us; model: lxmc15; device lot number: 26587; date of surgery: (B)(6) 2021; adverse event term: dysphagia; site awareness date: 07 mar 2022; end date: 18 mar 2022; severity: mild; relationship to study device: possible; dilation performed: yes; indicate type of dilation? Mechanical; date of dilation: (B)(6) 2022; diagnostic imaging: yes; outcome: recovered/resolved; according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2025. Additional information obtained: alert date: 21- mar- 2025. Date of explant: (B)(6) 2024. Country of event: us. Model: lxmc15. Device lot number: 26587. Date of implant: (B)(6) 2021. Patient details: patient identifier: (B)(6). Site country name: united states. Sex: female. Age (at time of consent): 66 years. Additional event details: was the linx explant a result of an adverse event per protocol definitions? No if yes, choose the primary ae log line, start date and term: blank. If no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: yes, did not meet participant expectations: no other: no. If other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed? Yes, describe any notable observations during the explant procedure: no hernia recurrence, regular zline, no esophagatis, linx with significant scarring as expected without hard cocoon of stricturing scar around. Linx removed with all beads accounted for. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date was the device explanted?

Manufacturer narrative:
(B)(4). Date sent: 3/28/2025. Additional information received: updated: other : no : yes. Continued gerd symptom : yes : no. If other, specify : blank : patient felt she was not eating well, gi team requested removal.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2025. Additional information: updated log line: 1 updated: severity: mild => moderate.